Event description:
It was reported that the patient presented to clinic after receiving a patient alert for high, out of range, high voltage lead impedance. The svc coil was programmed off. There were no complications and the patient will continue to be monitored.